Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon revised a primary tritanium cup, liner and head to a tritanium revision cup, mdm liner, mdm poly liner and biolox head.

Manufacturer narrative:
An event regarding pain involving a tritanium shell was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Surgeon revised a primary tritanium cup, liner and head to a tritanium revision cup, mdm liner, mdm poly liner and biolox head. Revision surgery was completed on (B)(6) 2017 for due to pain.